Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported by the customer that they have multiple positive vials.

Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported by the customer that they have multiple positive vials.

Manufacturer narrative:
H.6 investigation summary . Customer reported "multiple positive vials" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Bd service communicated with the customer and obtained the logs. Bd service confirmed that the issue is not related to instrument. This is an unconfirmed failure of the bd product. Root cause of false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files and revealed no instrument related issues. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.